Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultrasmart meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 2x daily. The patient manages his diabetes with novorapid insulin (18 units before meals) and lantus insulin (22 units in the evening). The alleged issue began in (B)(6) 2013. The patient reported blood glucose results ¿about 18-19 mmol/l¿ with the subject meter. Based on the alleged results, the patient administered an increased dose of novorapid insulin (21 units). About 3 days later, the patient claimed he felt a symptom of shaky which he associated with low blood glucose. Treatment was not specified at that time. A few months later, on the evening of (B)(6) 2014, the patient claimed he also felt a symptom of shaky. At the onset of his reported symptom, the patient tested with the subject meter and obtained a result of ¿17.3 or 17 mmol/l¿ which was too high for how he felt. The patient ate a sandwich as treatment and felt better about 30 minutes later. That patient reportedly took his usual dose of lantus insulin later that same evening. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2014).the patient¿s meter has been returned on 6/30/2014 and evaluated by lifescan product analysis on 7/2/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.